Manufacturer narrative:
The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was replaced. No reason was given and the patient refused to troubleshoot with the (B)(4) sales representative. The physician had no assessment of the situation and explanted the ipg at the patient's request. The patient was reportedly doing well following the procedure.